Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. An unknown time later she experienced abnormal uterine bleeding (seriousness criterion intervention required), pelvic organ prolapse ("pelvic organ prolapse"), vaginal prolapse ("anterior vaginal prolapse") and cystocele ("cystocele"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023. The reporter considered abnormal uterine bleeding, cystocele, pelvic organ prolapse and vaginal prolapse to be related to essure administration. The reporter commented: essure was inserted in 2013 or 2014. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect the most recent follow-up information incorporated above includes data received on: 28-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. An unknown time later she experienced abnormal uterine bleeding (seriousness criterion intervention required), pelvic organ prolapse ("pelvic organ prolapse"), vaginal prolapse ("anterior vaginal prolapse") and cystocele ("cystocele"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023 the reporter considered abnormal uterine bleeding, cystocele, pelvic organ prolapse and vaginal prolapse to be related to essure administration. The reporter commented: essure was inserted in 2013 or 2014. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding"), device dislocation ("misplaced essure") and endometritis ("endometriris") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of sexually transmitted disease, parity 2 and gravida ii. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as nabothian cyst, cystocele, genital bleeding (has heavy and regular bleeding starting shortly after the essure), hypothyroidism, urinary frequency, urgency urination, breast tenderness, menorrhagia, pelvic prolapse and abnormal uterine bleeding. In 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced abnormal uterine bleeding (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), endometritis (seriousness criterion medically important), pelvic organ prolapse ("pelvic organ prolapse"), vaginal prolapse ("anterior vaginal prolapse") and cystocele ("cystocele"). The patient was treated with synthroid (levothyroxine sodium) and oxybutynin as well as surgery (total vaginal hysterectomy with bilateral salpingectomy). The reporter considered abnormal uterine bleeding, cystocele, device dislocation, endometritis, pelvic organ prolapse and vaginal prolapse to be related to essure administration. The reporter commented: essure was inserted in 2013 or 2014 essure with failure to block right tube and both coils are in the uterus thought to be contributing to a foreign endometritis. On (B)(6) 2023 anterior colporrhaphy and placement of allo derm regenerative tissue matrix. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): right tube is open [pathology test] (date unknown): athologic diagnosis: uterus, cervix, bilateral fallopian tubes, total vaginal hysterectomy with bilateral salpingectomy: cervix had no significant pathologic change. Uterine corpus had proliferative endometrium and unremarkable myometrium and serosa. Bilateral fallopian tubes had fallopian tube with focal reactive epithelial changes. K167 proliferation is mildly increased in the area of interest. P53 immunostain shows wild type staining pattern. The overall findings are consistent with reactive epithelial changes. Gross description: the specimen is designated ¿uterus, cervix and bilateral tubes¿ and consists of a total hysterectomy containing a uterus with an attached cervix and previously detached bilateral fallopian tubes. There is a 1.6 cm in length x 0.2 cm in diameter metallic sterilization coil protruding into the endometrial cavity from the left cornu. The anterior endoectocervix displays tan-pink, slightly fibriotic cut surfaces with multiple nabothian cysts that measure up to 0.5 cm in greatest dimension. [Ultrasound scan] (dates unknown): imaging suggests that these coils are no longer in the fallopian tubes were actually with in the endometrial cavity with a concern that they may be the cause for her bleeding profile, ut 9.0 x 4.2 x 5.1 cm, 3 mm stripe, r essure device in cavity, large portion of left in the cavity and partial component in interstria of tube but majority in cavity. Adnexa normal. And ut 9.0 x 4.2 x 5.1 cm, 3 mm stripe, r essure device in cavity, large portion of left in the cavity and partial component in interstium of tube but majority in cavity. Adnexa normal. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect the most recent follow-up information incorporated above includes data received on: 07-mar-2024: medical record received. New events device dislocation & endometritis added. Lab data, treatment drugs , new reporter & reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.